Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The explant date is estimated.

Event description:
Product manufacturer reference number: 1627487-2019-09233. It was reported that the patient was experiencing stimulation in the wrong location. As a result, the system was explanted in 2014.